Event description:
New information received indicated that during device replacement, lead fractured was observed when pocket was opened. The lead was capped and replaced. Patient was fine after procedure.

Event description:
A non-physiological noise on stored electrograms was observed. Noise was confirmed on the lead. As a result, the patient received inappropriate therapies. The patient and the physician opted to turn off the device permanently because the patient does not want to undergo any further surgeries. The lead will not be extracted.

Manufacturer narrative:
A partial lead with the connector pin measuring 7.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.